Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing chest pain. Chest x-ray and computerized tomography scan revealed right ventricular lead was dislodged. The device was reprogrammed to aai mode and chest pain stopped. The lead was repositioned on (B)(6) 2018. The patient was in stable condition during and post procedure.